Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, the physician found that the cavity was fine, but the cervix was extremely patulous and initially had a hard time establishing a seal. The tenaculum stabilizer was used. After seven minutes of the ablation, there were two fluid loss alarms at 3cc per minute. The procedure was started one more time and aborted because of the loss of fluid. There was a minor burn: the skin that was burned was intact (not loose or sloughing), and red and white. The patient was given a prescription for some pain medication and some silvadine cream. The prescription was not filled because the patient had a sulfa allergy. The physician changed the prescription to an antibiotic cream. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.